Event description:
The tips of two driver bits broke in two different screws during insertion. After 30 minutes, the tips could not be removed from the screw. The bits were flush with the screws and were left inside as any further attempts would destroy the osteotomy reduction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.